Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, lot# serial# (B)(4) product type: recharger. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was reported the patient¿s device was ¿electrocuting her and causing her to shake.¿ it was reported the patient¿s entire body was ¿constantly being electrocuted and had not stopped for 2 days.¿ it was reported the patient¿s entire body was shaking and it ¿threw her into a wall and she gashed her arm.¿ within an hour of turning the device off with the programmer, the patient¿s entire body would be shaking and trembling again. The patient¿s device was reportedly turning itself on. Additional information has been requested, but it was not available as of the date of this report.